Manufacturer narrative:
H10: of the 12 reported malfunctions, 1 was reassessed for reportability and determined to be no longer reportable. H10: for the remaining 11 reported malfunctions, 11 lot numbers were provided and lot history reviews were performed. Eight devices were returned for evaluation: five malfunctions were unconfirmed for self-activation. Three malfunctions were inconclusive for self-activation due to the received sample condition (i.e. Bent needle). Three malfunctions were inconclusive as the samples were not returned to the manufacturer for evaluation. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes 11 malfunctions. A review of the reported information indicated that model mc1816 biopsy instrument allegedly experienced self-activation or keying. This information was received from various sources. Of the 11 alleged self-activation or keying, 6 did not involve patients, and 5 involved patients with no patient consequences. The patients ranged from 43-60 years of age and weight 45-70 kg. Of the reported patients, 3 were female. Age, weight, and gender were not provided for the rest of the patients.

Manufacturer narrative:
H10: the lot numbers for 12 out of 12 were provided, and lot history reviews were performed. For the reported malfunctions, 8 out of the 12 devices were returned to bd for evaluation: two malfunctions were unconfirmed for self-activation. Two malfunctions were inconclusive for self-activation but identified material twisted. Four malfunctions could not identify self-activation. Four malfunctions were inconclusive as the samples were not returned to the manufacturer for evaluation. Two malfunctions were reassessed and the trending device code 2981 material twisted / bent was added. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: d4(corporate lot no: rect0410, recr1740, recx3404, recn2088, rebt1709). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 12 malfunctions. A review of the reported information indicated that model mc1816 maxcore allegedly experienced self-activation or keying. This information was received from various sources. Of the 12 alleged self-activation or keying, 6 did not involve patients, and 6 involved patients with no patient consequences. The patients ranged from 43-60 years of age and weight 45-70 kg. Of the reported patients, 3 were female. Age, weight, and gender were not provided for the rest of the patients.

Event description:
This report summarizes 12 malfunctions. A review of the reported information indicated that model mc1816 maxcore allegedly experienced self-activation or keying. This information was received from various sources. Of the 12 alleged self-activation or keying, 8 did not involve patients, and 4 involved patients with no patient consequences. The patients ranged from 43-60 years of age and weight 45-70 kg. Of the reported patients, 3 were female. Age, weight, and gender were not provided for the rest of the patients.